Event description:
Rptr stated taht the device delivered 200ml of solution in 30 hrs versus the expected 40 hrs. The device contained 95ml of 5fu and 105 ml of normal saline and heparin. Rptr states no pt injury occurred and no medical intervention was required.